Manufacturer narrative:
Innovative health llc became aware on (B)(6) 2024 of a reprocessed polaris x steerable diagnostic electrophysiology catheter reported to have a red/encrusted substance on the tip that would not wipe off. The catheter was used in a procedure in a fully heparinized patient. At the end of the procedure, the catheters were removed and heparin reversed with protamine. Details about the use of the device during the case are not available from the hospital. The case was completed without incident. A review of the process control record was performed and no anomalies were noted. The device passed all inspection criteria at the time of manufacturing. Innovative health received the device for investigation on 03-jun-2024. Upon investigation, the catheter was found to have red fibrous material attached to the tip. The cause of the material is not able to be determined at this time with the information available and investigation completed.

Event description:
The device was reported to have a red/encrusted substance on the tip that would not wipe off. The substance was identified after removal from the patient. The case was completed without incident. No injuries were reported.